Event description:
The customer received questionable results for calcium (ca) on one patient sample. All results are in mg/dl. The customer had sanitized their water system and had changed the di exchange filter. The customer had only run qc for bicarbonate liquid prior to running patients. The qc ran low, the customer recalibrated and repeated qc, and it was within range. Qc was not repeated for other assays. The patient's initial ca result was 17.1. The sample was repeated on the same instrument and generated a result of 15.9. The repeat result of 15.9 was reported outside of the laboratory. The patient, who was in the emergency room due to abdominal pain and back pain, was given an IV with lasik and an EKG was performed. The customer had no further information regarding the patient's condition. The customer reran qc. The values for calcium and magnesium were high. The sample was repeated on a cobas integra i400+ at another laboratory. The repeat result at this laboratory was 8.6. The customer deemed this result to be the correct result and issued a corrected report and contacted the physician. The patient was going to be transferred to the hospital due to the initial ca result, but the patient was not transferred once the repeat result was received. The lot of ca reagent in use was 68115101, with an expiration date of 10/31/2013. The field service representative ran a check test, with passing results. He suspected contamination and performed a decontamination.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. A sample interference was excluded as the results were reproducible. Based upon the information provided for investigation, an analyzer specific issue was assumed, which was resolved by the decontamination of the analyzer. Additional information was not provided for further investigation.